Manufacturer narrative:
(B)(4). Date sent 5/22/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy for colorectal cancer, when tried to remove by turning the adjusting knob after firing, it was difficult to remove. When took an x-ray after the device was removed, it was found that only the anvil remained in the intestine. The anvil removed manually from the anus. It was confirmed by x-ray that the target tissue was firmly stapled. It has not checked that the anastomosis part or the condition of inside the intestine by colonofiberscopy, etc. As of may 19th, there has been no change in the patient. The sales rep confirmed the situation with the doctor who fired it also, but it is unclear how many times the adjusting knob was turned. Since the tissues (donuts) were attaching to the anvil and it was confirmed that the donuts were firmly cut. Only the tissue on the colon side is still attaching to the anvil and will be returned with the device. No additional treatment was required. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025 d4 batch #476d18 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil or removal issues were noted. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 476d18, and no non-conformances were identified.